Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs charger was not locating the scs ipg. Reportedly, it had been two months since the patient last charged the ipg. The patient programmer displayed a "ipg comm error.." Message and would not locate the ipg at all. A new charger and antenna sent to the patient did not resolve issue. The patient's ipg was deemed inoperable. Follow up identified the patient's scs ipg was replaced with a new one. Stimulation therapy was reportedly restored postoperatively.